Event description:
The manufacturer received information alleging error codes occurred while the bipap a40 pro device was in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative alarm condition was observed. This issue falls under the voluntary field safety notice / recall notification related to a ventilator inoperative condition occurring in certain bipap, and mechanical ventilator devices. This issue has been identified under the fsn 2023-cc-src-039. The device's main board was replaced to address the issue. The device was found to be contaminated with dirt. No particles were noted. The device was tested and passed all final testing.